Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements as it had dislodged. Surgical intervention was performed and the physician attempted to reposition the ra lead but the helix would not extend or retract properly. The ra lead was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements as it had dislodged. Surgical intervention was performed and the physician attempted to reposition the ra lead but the helix would not extend or retract properly. The ra lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood in the helix housing and tip region. The helix was observed to have been stretched out to the point of inhibiting properly helix extension/retraction. The lead passed continuity and hipot testing which indicated the conductors and inner insulation were intact. Analysis confirmed the helix difficulty allegation however the allegations of high thresholds and dislodgement could not be confirmed through product testing.